Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The root cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported by a company representative that during evaluation of a returned homechoice machine one increased intra-peritoneal volume (iipv) event was identified; the iipv occurred in the therapy initiated on (B)(6) 2012 21:18:28. During night drain cycle eight, the patient's ultrafiltration reading was 609ml, indicating the home patient (hp) drained 609ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.